Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and pharmacy orders were delayed. A technical support specialist (tss) ran downtime query successfully in structured query language (sql), carefusion coordination engine (cce) time was verified to be in sync with server time, and the disconnected flag was confirmed as 0. Multiple services, including data synchronization service 1.0, bd external messaging, bd maintenance, and net services, were restarted. Review of health sight viewer (hsv) showed notifications for patient delay and order delay, indicating that the cerner interface had been down for approximately 1 hour and 55 minutes, with no issues identified on the server side. The customer was informed that the issue appeared to be related to the cerner interface and was advised following up with the cerner team, which the user agreed to do. The case was kept open for 24 hours for monitoring, during which no further calls or issues were reported, and the case was subsequently closed. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient and pharmacy orders were delayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.